Event description:
It was reported that log files recorded a driveline communication fault on (B)(6) 2022 at 10:51. The alarms resolved once the controller and modular cable were changed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) is being evaluated for driveline fault alarms. The heartmate 3 system controller was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 5 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. Driveline comm fault alarms were active on (B)(6) 2022 from 10:51:21 ¿ 12:02:48. The alarms cleared once the driveline was disconnected. The driveline was disconnected on (B)(6) 2022 at 12:02:48 and the controller was not reconnected for the remainder of the log file. The controller was shut off on (B)(6) 2022 at 12:04:16 and was powered on again on (B)(6) 2000 but the driveline was not connected. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop without alarms and functioned as intended. The root cause of the reported event was conclusively determined to be unrelated to the system controller; but rather was caused by damaged wires in the associated modular cable. There was incidental finding of fluid ingress coming from the black power cable strain relief. The power cables were cut open to inspect the interior layers and fluid ingress was found in both power cables. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2020. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mod cable is referenced in MFR # 2916596-2022-12388.